Event description:
During a pacemaker generator exchange procedure the plasmablade was activated and the pacemaker stopped pacing such that the patient did not have a hr. The strip from external defibrillator showed that the pacemaker was trying to pace but there was no output. Plasmablade activation was ceased and after approximately 30-40 seconds the pacemaker output and patient's hr returned to a normal rate (patient is pacemaker dependent). Temporary pacing was available but not utilized as pacemaker output and patient hr recovered before the temporary system could be utilized (30-40 seconds). Surgeon continued the case with a scalpel for dissection and no further issues occurred. Surgeon used the plasmablade again after the new st. Jude pacemaker was implanted and activation of the plasmablade did not impact pacemaker functionality. St. Jude victory pacemaker that was replaced was at the eri (elective replacement interval). St jude has released a document stating that electrosurgery may have an impact to the functionality of older model st. Jude pacemakers and recommends no electrosurgery devices to be used. Reference link: http://professional.sjm.com/professional/resources/product-p erformance/pacemaker-012914-communication/physician-communication

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Eval method/results/conclusion: generator still in use and facility not returning for investigation. (B)(4).